Event description:
A malfunction identified by code malf 16 was reported, and prior events were not noted. The customer's blood glucose level did not exceed 500 mg/dl. The customer received instructions to reset the pump, but the malfunction recurred, leading technical support to authorize a pump replacement. Customer reverted to using multiple daily injections (mdi) to ensure continuous insulin delivery.